Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a lap. Chole procedure the device was fired one time across the cystic artery. On the second firing the device locked on tissue. The surgeon stated that he pulled the device off the tissue, with no tissue damage. Another device was used to complete the case with no patient consequence.